Manufacturer narrative:
Data analysis: on the complaint date, (B)(6) 2025, the console was automatically rebooted due to the powermod_1 communication issue. During the reboot, the persistent powermod_1 communication issue caused the console to display the ¿system self check failed¿ screen, confirming the reported failure mode. Device analysis: this console was tested after arriving at fs. Visually confirmed corrosion on both the top and bottom sides of the pbm. Corrective actions: events of this type will be monitored for trends. Escalation criteria as per (B)(4) does not require reescalation. Escalation (B)(4) had assessed this issue. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. D9 and h3 updated. H8 updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reportedwhen turning on the automated impella controller (aic), a "system check failed. Replace console immediately." Appeared. The console was replaced immediately. No patient was on the aic.